Manufacturer narrative:
(B)(4). Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received multiple rounds of anti-tachycardia pacing (atp) therapy and multiple shocks on the same day from this cardiac resynchronization therapy defibrillator (crt-d) system. The therapy was provided due to a ventricular tachy arrhythmia. All the device therapy that was provided was appropriate and the shocks successfully converted the arrhythmia. However, on the last shock, which was delivered in reverse polarity, a corresponding high out of range shock impedance measurement of greater than 125 ohms was observed on the right ventricular (rv) channel and the device recorded an associated code 1005, which is an open circuit condition detected during the shock. Subsequently, the rv lead was surgically abandoned, the crt-d device was explanted and both products were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received multiple rounds of anti-tachycardia pacing (atp) therapy and multiple shocks on the same day from this cardiac resynchronization therapy defibrillator (crt-d) system. The therapy was provided due to a ventricular tachy arrhythmia. All the device therapy that was provided was appropriate and the shocks successfully converted the arrhythmia. However, on the last shock, which was delivered in reverse polarity, a corresponding high out of range shock impedance measurement of greater than 125 ohms was observed on the right ventricular (rv) channel and the device recorded an associated code 1005, which is an open circuit condition detected during the shock. Subsequently, the rv lead was surgically abandoned, the crt-d device was explanted and both products were replaced. No additional adverse patient effects were reported.